Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible sounds for alerts. At the time of troubleshooting with tandem technical support, the customer confirmed that the pump created audible sounds. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.